Manufacturer narrative:
No patient was involved with this case as the event occurred preoperative and the patient was not in the room.

Manufacturer narrative:
Additional information: issue resolution. The issue has been resolved. The issue had to do with the site's firewall. System is functioning as intended.

Manufacturer narrative:
Onsite functional and visual examination was performed. No fault was found and the system passed a system checkout.

Event description:
Medtronic received information that the site had issues transferring exams for a functional endoscopic sinus surgery (fess) case. (B)(6), (B)(6) 2018.